Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered eight infusions set was fell off during use on 08-may-2024. The infusion set was used for 2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 8.